Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 28 december 2016. The representative confirmed that the batteries on the imaging system were depleted and that an insufficient voltage was being supplied from the chargers to recharge the batteries. Replacement batteries were shipped to the representative on 28 december 2016 and the replacement was performed on 29 december 2016. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, all batteries on the imaging system were depleted. No additional information was provided. There was no patient present when this issue was identified.